Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to t-wave oversensing, under secondary vector configuration. Subsequently, the vector configuration was reprogrammed to primary, and the patient will continue to be monitored. This s-ICD remains in service and no additional adverse patient effects were reported.